Event description:
It was reported the pt experiences ipg pocket heating when stimulation is on. Reportedly the heating is not related to charging. Follow-up revealed the pt has been scheduled for a revision.

Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.